Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Assisted living facility called stating that the lift wheels were loose.